Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 450 mg/dl; cause was not known. Customer was treated with 3 liters of lactated ringer¿s (lr) solution. Tandem technical support performed a pump system check and verified the pump functioned as intended. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.